Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, loss of capture and sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed that the ra lead was dislodged. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.